Manufacturer narrative:
Problem code 1069 captures the reportable event of wire break. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the cutting wire broke. Reportedly, there were no detach part inside the patient. The procedure was completed with a second truetome 44, using the same generator and active cord. There were no user injury nor patient complications reported as a result of this event.